Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 17 mg/dl, 156 mg/dl, and 167 mg/dl. No adverse event reported. The patient discarded the strip drum; therefore, the lot number and expiration is unknown and the strips cannot be requested to be returned for evaluation. Requested return of meter and replacement meter and strips were sent.